Event description:
It was reported that the implanted device had experienced a power-on reset (por) in the past. Follow up information determined that no intervention occurred at the time as the por was not initially noticed. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.